Event description:
It was reported in the literature article that "sixty-two of 1036 aneurysms [929 pts] were retreated one or more times for a total of 72 new procedures (53 aneurysms were retreated once; 8 aneurysms twice and 1 aneurysm three times during the follow up period)." For five pts, endovascular retreatment was insufficient and the pt was inevitably referred for open surgical clipping." This report is for the pt for whom the surgical clipping procedure was not completed, the reason was not disclosed. In this pt a new recanalization or de novo aneurysm was observed. This pt subsequently re-bled after the failure of the surgery. It was not stated when the bleed occurred or how long after the surgical attempt it occurred. The pt was retreated by endovascular treatment in the emergency dept with a poor clinical outcome. No other info was provided as to the nature of the poor clinical outcome.

Manufacturer narrative:
All the procedures in the article were conducted between 1998 and 2003. Add'l PMA/510(k): k042539.